Manufacturer narrative:
The root cause for the alleged infection was unable to be determined. The patient has undergone previous revision surgeries, one which was due to an infection the patient's medical history is unknown, and it is unknown whether the patient sustained a trauma prior to the failure. Based on review of the device history records and sterilization batch release records, it was concluded that the failure was not associated with the manufacture or the sterilization of the implants or a nonconformance.

Event description:
A (B)(6) male patient underwent a revision surgery performed by dr. (B)(6) on (B)(6) 2020 due to an alleged infection. During the revision the surgeon explanted all of the implants containing poly which included the tibial hinge component, the distal femur axial pin, and the tibial poly spacer. These three implants were replaced with identical implants.